Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that was the patient reported that since yesterday (B)(6) 2024, their stimulation was starting to feel like a tens unit, like it was sending electric-like waves through their back by their rear. The patient clarified it was in their bike-seat in the lower part of their buttock where they were feeling it and that it was a shocking-type sensation. The patient stated that some of it was real strong and then other times it wasn't so bad. Patient services asked the patient if they'd had any falls or trauma that led to the issue and the patient stated no. When asked the patient if they noticed it in certain positions the patient stated that it might have been when they were "maybe sitting more," like when "you're putting more pressure on it." Patient services reviewed stimulation expectations with the patient and reviewed with the patient that the stimulation should only ever be comfortable and while it was possible to feel the stimulation positionally, they should not be feeling the stimulation like a shock. The patient stated they were currently not feeling the sensation. Patient services offered to assist the patient in connecting to their settings so they could turn the stimulation down to see if that helped with the issue but also redirected the patient to reach out to the health care provider (hcp). Patient agreed and patient services then walked the patient through connecting to their settings.  The therapy was on, at 1.7 ma. The patient stated their trial had been at 1.6 ma and they'd never had a problem with that level, so they decreased down to 1.6 ma. Again, the patient was not feeling the stimulation at the time of the call. The patient was going to monitor the situation now that a change had been made and reach out to their health care provider (hcp) to discuss their concerns. Documented the reported event. No further action was taken by patient services.